Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. No anomalies were found. The reported complaint was not able to be substantiated via the performance data review.

Event description:
It was reported that the left ventricular (lv) lead exhibited an inability to capture the left ventricle at maximum output in any pacing configuration. The lv lead was inactivated. It was further reported that the right ventricular (rv) lead's pacing functionality was also inactivated because the physician suspected that rv pacing, with the lack of lv pacing, was causing increased symptoms of heart failure and contributing to the heart failure due to rv-lv desynchrony. The rv lead's sensing functionality remained in use. Later, the lv lead was replaced. The patient is a participant in the product surveillance registry. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.